Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages. Additionally, the customer reported seeing air bubbles coming out of the cartridge. Reportedly, the cartridge was filled with 250 units. The customer reported an elevated blood glucose (bg) level of 341 mg/dl. The customer confirmed having a novolog pen available to address bg level. During a follow-up on (B)(6) 2016, it was confirmed that the customer met with the clinical diabetes educator (cde), and received additional training and was able to completed the load process successfully.